Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® sst¿ ii advance plus blood collection tubes cap was a different color. The following information was provided by the initial reporter: "in shipper pack of gel tube different color cap tube received different color cap tube received in shipper pack of sst-ii customer send pre bar coded tube and two tube found during sample accessioning . Incident occurs in collection center."

Event description:
It was reported that 2 bd vacutainer® sst¿ ii advance plus blood collection tubes cap was a different color. The following information was provided by the initial reporter: "in shipper pack of gel tube different color cap tube received. Different color cap tube received in shipper pack of sst-ii customer send pre bar coded tube and two tube found during sample accessioning . Incident occurs in collection center."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to different cap color as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.